Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.50/1.5/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Patient is experiencing glare/haloes and blurred vision. Refractive surprise was also reported. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per updated information the residual refraction was addressed with lasik surgery, "od bcva 20/20-2, ucva 20/25, vaulting 1.0cct, iop-not measured". The lens remains implanted. Claim # (B)(4).